Event description:
It was reported by the customer that their insulin pump was alarming button error and the keypad was unresponsive to user inputs. Customer stated that the numbers are increasing on the display screen when she attempts to enter her carbohydrate amounts. Customer also stated they believe the buttons are stuck. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Customer's blood glucose level was 120 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case display window corner, received with cracked battery tube threads and cracked reservoir tube lip.